Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: [facility ni]. (B)(6), md. History and physical. Hernia repaired in 1991, it recurred six month later. Has become symptomatic now, patient wants to do something. Having pain, no nausea or vomiting, bowel movements regular. History: arthritis, reflux, hypertension. Social history: quit smoking, does ¾ can smokeless tobacco and drinks 2-3 beers per week. Exam: weight 243 lbs, abdomen; vertical incision above umbilicus, recurrent incisional hernia. Impression: recurrent incisional hernia, proceed with repair, also with placing a mesh. On (B)(6) 2008: (B)(6) center. [Signature illegible]. Anesthesia record. Physical status 2, weight 235. On (B)(6) 2008: [facility ni]. (B)(6), md. History and physical. Recurrent incisional hernia. Had repair of an incisional hernia with polypropylene mesh, only to recur and now will undergo repair by laparoscopic means. Past history: hernia repair, arthritis, reflux, hypertension. Medications: arthrotec, hyzaar, advair, zyrtec, protonix. Social history: tobacco: smokeless tobacco. Alcohol: drinks two or three beers per week. Exam: weight 230 lbs, abdomen; vertical incision above the umbilicus, recurrent incisional hernia. Impression: recurrent incisional hernia. Hypertension. Arthritis. Reflux. On (B)(6) 2008: (B)(6), crna. Anesthesia record. Physical status: 3. Quit smoking 10 years (1-1 ½ packs per day x 25 years). Smokeless tobacco use. Umbilical hernia repair on (B)(6), severe cough after surgery. On (B)(6) 2009: (B)(6), md. Discharge summary. Admitted, cardiac catheterization on (B)(6) 2009. Medications: aspirin, metformin, advair. Diagnosis: chest pain with moderate nonobstructive coronary artery disease. Diabetes mellitus type ii. Hypertension. Dyslipidemia. Chronic obstructive pulmonary disease/asthma. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information.   Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  ??/??/??: [missing records: records for initial incisional hernia or any repair associated with initial incisional hernia were not provided.] (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Anesthesia: (B)(6). Procedure: laparotomy and repair of recurrent incisional hernia with polypropylene mesh onlay graft. Indication: 51-year-old male that had repair of an incisional hernia only to recur. The patient was found to have incarcerated omentum, which was freed and repair with only graft of the mesh was performed. What was done: ¿with the patient in supine position. After satisfactory general endotracheal anesthesia was obtained, the operative field was prepared and draped in the usual sterile fashion. An upper midline incision above the umbilicus carried down through the skin and subcutaneous tissue and immediately the hernia was noted with a very narrowed ring. Hernia sac was opened and found to contain omentum. The ring was then enlarged allowing for reduction of the omentum into the peritoneal cavity. The hernia sac was then excised and the incision extended down to the umbilicus where a 2nd hernia was noted as well. Both defects were united in 1 defect and the fascial edges were then replaced for repair. Repair was done with interrupted sutures of #1 nurolon in a vertical attress [sic] fashion. Once this was accomplished, irrigation with saline was performed. No bleeding was noted. The repair was reinforced with a polypropylene only graft of mesh, which was anchored to the fascia with 3-0 nurolon. Fascia was infiltrated with marcaine 0.5% with 1:200,000 epinephrine. The umbilicus was then anchored to the fascia. Subcutaneous tissue closed with 0 vicryl, skin closed with staples. Sterile dressings applied. Patient extubated and transferred back to recovery room in satisfactory condition and subsequently allowed home. Patient¿s wife was given prescription for percocet and keflex. Printed sheet with instructions and return appointment to my office in 10 days.¿ (B)(6) 2008: (B)(6). Implant sticker. Bard® mesh. (B)(6) 2008: (B)(6). Radiology-ultrasound of the abdominal wall. Indication: postoperative hernia repair; seroma. Findings: no abnormal mass or fluid collection seen at side of prior surgical procedure. No evidence of abscess, hematoma/seroma or other abnormality. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Anesthesia: general, dr. (B)(6). Procedure: repair of an incisional hernia by laparoscopy with dualmesh. What was done: ¿with the patient in supine position after satisfactory general endotracheal anesthesia was obtained, the operative field was prepared and draped in the usual sterile fashion. In the left upper quadrant, a veress needle was placed, pneumoperitoneum was established, and a 5-mm trocar inserted, attached to the 30-degree scope. Thereafter, a 5-mm trocar in the right upper quadrant, 1 in the left lower quadrant, and a 10 and 11 on the right lower quadrant were placed. The hernia was visualized and attempts to take pictures were unsuccessful. The omentum was freed from the hernia and reduced into the peritoneal cavity. Thereafter, a sheath of dualmesh measuring 10 x 15 cm was placed in the abdomen with 6 sutures around the periphery of 0 nurolon. The sutures were passed into the fascia with a passer, tied down to the fascia through a [sic] small incisions and secured. Thereafter, several tacks with the tacker were placed around the mesh, straightening everything out. The pneumoperitoneum was then reduced and allowed co2 to escape. All the instruments and trocars were removed. The 10-mm incision closed at the fascial level with 0 vicryl. All the skin incisions with staple and dermabond and steri-strips. The patient extubated, transferred back to the recovery room in excellent condition. Patient¿s wife was given prescription for percocet, printed sheet with instructions, and return appointment to my office in 10 days.¿ (B)(6) 2008: (B)(6). Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05482703. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (B)(4) was implanted during the procedure. (B)(6) 2009: (B)(6). Surgeon: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of procedure: removal of foreign body mesh x 2 with mesh repair. A 4.7 x 3.1 inch kugel composix mesh. Anesthesia: general. Indications: this 52-year-old gentleman who has a symptomatic incisional hernia. Findings: at the time of the procedure, the patient was found to have previously placed pieces of mesh. There was a large defect in the mid abdomen associated with his previous surgeries. The mesh was removed in its entirety along with some of the endoclips. The bowel was intact and there was no significant adhesion to the intestinal tract though the omentum was adherent to the hernia sac. Description of procedure: ¿ after an adequate level of general anesthesia and appropriate surgical pause with patient and procedure identification was performed. The subcutaneous tissue was infiltrated with 0.5% marcaine. An incision was made sharply through the skin, subcutaneous tissue down to the abdominal wall. The hernia sac was entered. The mesh superiorly and inferiorly, which were separated, were identified. The superior mesh was then removed with electrocoagulation. Adhesions of the omentum to the abdominal wall were completely lysed with sharp, blunt and electrocautery dissection. Continued dissection of the superior mesh allowed it to be completely removed. An inferior piece of mesh was also dissected free with electrocautery and removed in its entirety with some of the endotacks. Both of these were sent to pathology for gross exam only. The abdomen was thoroughly irrigated. Hemostasis was meticulously obtained. The posterior abdominal wall was cleared of the underlying tissue. The anterior sac defect was then dissected to create a space above the fascia. The defect measured approximately 2-¾ inches transversely and could be approximated in that fashion. That is to say that the defect was closed in a horizontal fashion with a defect 2-¾ in width with a diameter of approximately 1 inch. The kugel composix mesh of the appropriate size was chosen. It was sutured in four corners with transabdominal horizontal mattress stitches of cv-o gore-tex suture, incorporating the mesh up to the abdominal wall superiorly, inferiorly and both sides laterally. The wound was irrigated. Hemostasis was excellent. The defect was then closed at the fascial level by approximating the edges with cv2 gore-tex suture, taking a small bite of the mesh with each of the sutures and this was performed in an interrupted fashion. The sutures were then tied. The defect edges were then run with a cv-0 gore-tex suture approximating the edges over the other suture line. The wound was thoroughly irrigated. Hemostasis was excellent. A 10 mm jackson-pratt drain was placed through a separate incision over the anterior fascia. The subcutaneous tissue was approximated with a running 3-0 vicryl stitch. The skin was approximated with a running 4-0 vicryl subcuticular stitch. Benzoin, steri-strips and sterile dressing were applied. The drain was sutured in place with 3-0 vicryl. Needle, sponge and instrument counts were correct. Estimated blood loss was 125 ml. Specimen was the 2 pieces of mesh. There were no complications. The patient tolerated the procedure without difficulty and was taken to the recovery room in stable and satisfactory condition.¿ (B)(6) 2009: (B)(6). Implant/explant record. Implant sticker. Bard® composix® kugel® hernia patch. (B)(6) 2009: (B)(6). Pathology report. Accession #: (B)(4). (B)(6) 1956. Sex: m. Service date: (B)(6) 2009. Doctor: (B)(6). Admit date: (B)(6) 2009. Admit doctor: (B)(6). Print date: 03/19/09. Final diagnosis: two pieced of synthetic mesh; see gross description ¿ foreign body (removal). Clinical information: recurrent incisional hernia. Gross description: the specimen labeled with the patient¿s name and ¿foreign body abdomen.¿ received in formalin are two irregular pieces of rubbery to firm synthetic mesh 12 x 5 x 2 cm together. A small amount of tissue is adherent. No sections are submitted. Slide/block tally: 0 blocks, 0 h+e slides. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05482703. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) md. Office notes. Presents for pre-operative evaluation of an incisional hernia. He have [sic] noted a bulge in the area of previous surgical incision; bulge is painful. Hernia is enlarging. There has been a previous repair with mesh. Patient started with two different hernias. Subsequent surgical treatments to correct both of these hernias have been unsuccessful. Mesh was placed on two separate occasions. Medications: advair, protonix, byetta, metformin. Past medical history: asthma, gastroesophageal reflux disease, diabetes. Abdomen exam: consistent with findings of an incisional hernia of midline measuring 10 cm in diameter; reducible; moderately tender. I can feel the fascial edges; they feel well defined and are not separated widely. Impression: recurrent incisional hernia. Plan: approved for surgery. (B)(6) 2009: (B)(6), pa. Anesthesia record. Ht. 72 inches; wt. 235.4; bmi 32. Asa 3. (B)(6)2009: (B)(6) md. Discharge summary. Admitting/discharge diagnosis: symptomatic incisional hernia. Procedure: exploratory laparotomy with mesh repair of incisional hernia. Hospital course: on day of admission patient underwent successful hernia repair with mesh. Postoperatively required a foley; this was discontinued and normal bladder function returned. Tolerating regular diet. Incision remained well-healed and drain was removed. Incision was uninfected. Resume all medications including diabetic medications. Return to (B)(6) office in 1 week for follow up. (B)(6) 2009: piedmont healthcare. [Illegible signature]. Discharge instructions. Discharge diagnosis: recurrent incisional hernia, removal of body mesh and mesh repair. Discharge instructions given to patient and family. Diet: regular ¿ diabetic 2000 ada. Activity: progress as tolerated. Ambulate 4 times a day. No lifting, no driving, no heavy lifting, no returning to work, wear binder at all times ¿ may remove for shower. Do not remove steri-strips ¿ allow to fall off by self. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.